Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that the motor was sluggish and the battery housing seal was worn. Functional testing found the unit did not function properly due to normal wear. Components were replaced, the device was repaired and returned to the customer (B)(6) 2012. Placeholder.

Event description:
The customer claimed that the power device hand piece did not work at the beginning of an operation. This is 1 of 1 reports for event# (B)(4).